Event description:
Shortly after implant procedure, the atrial lead dislodgement was noted. The atrial lead was successfully repositioned and procedure was terminated. Later, the atrial lead dislodged again. The atrial was explanted and the atrial connector was capped. The patient was in stable condition.

Manufacturer narrative:
Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification.